Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23 mm 3000tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of 11 years, 3 months due to unknown reasons. The tavr was performed with a 23 mm 9750tfx transcatheter valve.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23 mm 3000tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of 11 years, 3 months due to unknown reasons. The tavr was performed with a 23 mm 9750tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 23 mm 3000tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of 11 years, 3 months due to severe aortic stenosis. The patient presented with fatigue, sob, chest tightness, and pain on exertion. The tavr was performed with a 23 mm 9750tfx transcatheter valve successfully. A 22mm true balloon was used to fully expand the replacement valve and fracture the bioprosthetic valve. The patient tolerated the procedure well. According to the physician, there was no allegation that the surgical valve prematurely failed.